Event description:
It was reported to st. Jude medical that the device was explanted due to high dft's 2 months after implant. Company has been unable to obtain any additional information to date, however company has requested additional reports.